Manufacturer narrative:
Investigation is ongoing. Thv/tvt registry. Reference mfg. Report no. 2015691-2018-04449.

Event description:
Approximately 5 years and 10 months post implantation of a 26mm sapien valve in the aortic position by transapical, a 2nd 26mm sapien 3 valve was implanted. After successful deployment of the sapien 3 and after closure of the ventricle, the patient's pressure dropped the right ventricle (rv) went down. The patient was placed on pump and stent deployed in rca. There was some difficulty placing the patient on pump but was able to place the patient on pump; however, the patient expired. The exact cause of death is unknown at this time. Per report, the physician was unsure the cause for the death.

Manufacturer narrative:
Upon review of medical records (echo report, operative, discharge and death certificate), the patient presented with aortic re-stenosis approximately 5 years and 10 month post implantation of a 26mm sapien valve with hypertension, hyperlipidemia and peripheral vascular disease (pvd). An echo taken at 5 years and 8 months post procedure revealed peak gradient of 69mmhg and a mean gradient of 42mmhg with aortic valve area of 0.7cm2. There were multiple jets of aortic regurgitation and seemed to be consistent with moderate aortic regurgitation. However, per echo it was difficult to rule our paravalvular regurgitation but seemed to be valvular. This is an extremely high risk patient with known history of severe symptomatic aortic stenosis, prosthetic with previous transapical tavr. The patient now presents with chronic systolic and diastolic heart dysfunction and heart failure with a left ventricular ejection fraction of 40% and rv dysfunction. After full evaluation, the patient was felt to be a high risk for an open redo sternotomy with valve replacement. A decision was made to proceed with a re-do transapical tavr. The patient had extensive adhesions and scarring in the left ventricle apex from the previous ta operation. The s3 valve was deployed under rapid pacing with fluoroscopy and the deployment was satisfactory and placed without any complications. The sheath was removed and hemostasis was satisfactory. At this point, the physician began to close. After a few minutes after decannulation and medication administered the patient began to develop hemodynamic instability. The patient became hypotensive and an echo (tee) demonstrated no evidence of relapse of root rupture or type a dissection. There was no significant aortic insufficiency. A right coronary artery angiography was performed and it demonstrated perhaps an ostial lesion and perhaps a mid-right coronary artery (rca) lesion. However, this was seen in the previous cardiac "catherization" preoperatively and it was unclear whether this is acute and the reason for his condition. The patient's hemodynamics continued to deteriorate and a decision was made to proceed with a pci of the ostial right and mid rca lesion; however, due to the instability a decision was made to place the patient on ECMO. The stents were placed in the rca percutaneously through the left groin and left femoral artery. Despite efforts the patient continued to be hypotensive and was requiring mechanical circulatory support. The echo suggested mechanical cardiac problem with clot behind the heart raising the possibility of structural disruption during the attempts to gain apical access. The patient remained hypotensive without any "pulsatality". The patient's heart was examined through the transapical incision and was not "pulsaltile". There was no further surgical intervention available at this time give the fact that the patient was a re-do and he was at elderly age. Due to that a decision was made to stop bypass machine and the patient expired. The cause of death as per the death certificate is listed as congestive heart failure: cardiogenic shock. Based on this information, the injury previously reported (coronary stent placement in rca) was previously seen in cardiac cath prior to the valve-in-valve tavr procedure and is considered unrelated to the edwards product. The event was investigated by edwards lifesciences and found not to meet the criteria for a MDR reportable event. This event will be captured and reported through the (B)(6) registry and a corrected report is being submitted.

Manufacturer narrative:
Reference CAPA-20-00141.